Event description:
The customer reported that the apix table would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The cpu was replaced and the table positions were recalibrated. The system was tested and is operating as intended.